Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. Instructions for use for the related event are as follows: impella 5.5with smartassist for use during cardiogenic shock. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured worsening cardiogenic shock with a "unknown (undetermined)" relationship to the impella device used: ¿patient was admitted with severe cardiomyopathy, ejection fraction of <20%, congested hepatopathy. Patient in multi-system organ failure. Patient had a bronchoscopy, ECMO placement, hemodialysis, patient made dnr by family, time of death 1258 on (B)(6) 2023.¿. The patient outcome fatal.

Manufacturer narrative:
Vascular damage - peripheral vessel: gastrointestinal bleed (gi) bleed was noted in clinical details but no other details were provided to investigate further to determine the root cause. B5 gi bleed was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29032. G1 reporting contact email revised on manufacturer device report 1220648-2025-29032 in accordance with updated procedures. H6 health effect - clinical code 1888 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29032.

Event description:
The patient endured a gastrointestinal bleed, but no other details were provided.